Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2019-01371. It was reported that patient experienced an infection at the lead sites. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein both leads were explanted. Patient has recovered.

Event description:
Device 1 of 2 - reference MFR report: 3006705815-2019-01371.